Event description:
The facility's technician reported an infusion pump with an 812:02 failure code. The failure occurred during biomed testing when pump was turned on. The technician stated they have no record of any patient incident involving the pump since the last baxter service event. No additional contact information was provided.